Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A final call indicated that the patient's basic evaluation was not successful because they were very active during the evaluation. Patient status is unknown at the time of this report, but the patient has moved on to advanced evaluation. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4) applies to the lead which is now included in the system report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information determined that the patient's leads were "misplaced" during the basic evaluation.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a cold and cough and was concerned about the leads becoming displaced, although there was no allegation that the leads had migrated or become displaced at the time of this call. A later call from the consumer indicated that the patient felt discouraged at the last 24 hour data and that things were much worse than the patient expected for the "ui" aspect of things. The patient felt that their "fi" was okay. The caller reported that the patient's first bowel movement within the last 24 hours was loose and soft. The patient was advised to change from the right to left lead. A third call with the consumer determined that the device works for a short time and then the patient goes back to their normal pattern. The patient did not feel like they were getting a normal reading due to their activity. The patient was not seeing any improvement thus far and was assisted with increasing stimulation to 3.6. In a follow-up call the patient indicated that they do not feel that therapy is providing 50% or better improvement, but the patient was not giving up hope.